Event description:
Patient with a total knee implant presented with medial instability. Revision surgery is planned to exchange the poly inserts and perform a slight release on the lateral side.

Manufacturer narrative:
Patient with a total knee implant presented with medial instability. Revision surgery is planned to exchange the poly inserts and perform a slight release on the lateral side. Review of the device history record indicates that the device was manufactured to specification.